Event description:
It was reported that the patient experienced pain in the lower abdomen and the ams700 inflatable penile prosthesis reservoir was removed and replaced. The device was working properly but there was pain by the pump. The customer reported nothing mechanically wrong with the device. Another reservoir was implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.